Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage - lcd pcb. The reported event of a controller internal fault was confirmed via log file analysis and evaluation. Log files, extracted from (B)(6) were evaluated and data from (B)(6) 2024 was reviewed. From the beginning of the log files, (B)(6) 2024 at 20:37:54, a controller internal fault alarm was active due to an lcd (liquid crystal display) communication fault. The onset of the alarm was not captured in the log files due to data being overwritten by new events. The alarm did not clear before the driveline was disconnected on (B)(6) 2024 at 13:26:33. The system controller was shut down on (B)(6) 2024 at 13:28:27. Pump operation was not affected. The returned system controller (serial number (B)(6)) underwent preliminary and functional testing and did not pass. The controller was connected to a mock circulatory loop and was able to operate a pump; however, controller fault alarms were active. The alarms were isolated to the lcd printed circuit board (pcb). Following circuit analysis, the issue was found to be caused by the main integrated circuit (ic) u7. The ic was replaced, and the issue resolved. The root cause of the reported event was conclusively determined to be due to an electrically damaged component on the lcd pcb. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for usesection 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller internal fault alarm. The system controller was exchanged to their backup and they received a new backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.